Manufacturer narrative:
During inspection and testing, service found there was an air leak around the distal end due to the deterioration of the adhesive around the objective lens, which resulted in the customer's report of a blurry image. In addition, service found the adhesive of the bending section cover was cracked and separated, the universal cord was kinked, the cable was wrinkled, the connector was damaged, and the center joint thread was damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was displaying a blurry image. The reported issue occurred prior to an unspecified procedure. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the adhesive of the objective lens was peeled off. This report is being submitted for the malfunction found during evaluation (adhesive peeling from the objective lens).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to physical stress from outside the scope or chemical stress due to sterilization using chemicals or sterrad system. The event can be detected/prevented by following the instructions for use which state: 1) "do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." 2) "methods listed as ¿compatible¿ are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions." 3) "sterilization by sterrad® 50/100s/200/nx¿ system may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities." Olympus will continue to monitor field performance for this device.